Manufacturer narrative:
Although nothing is being returned and no lot number has been supplied, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting that during a shoulder repair, using both a lupine saw tooth drill guide and a lupine hybrid fish mouth drill guide, some metal shavings were observed falling into the patient's joint space. All the debris was suctioned out, the case was completed successfully without further incident or harm to the patient.